Event description:
It was reported that this left ventricular (lv) lead was explanted two days post implant, due to no acceptable capture in any configuration, and high out of range pace impedance measurement greater than 2,000 ohms. A new lead was successfully implanted. No additional adverse patient effects were reported. The lead has been returned and analysis is pending. This report will be updated with pertinent information upon completion of product analysis.

Event description:
It was reported that this left ventricular (lv) lead was explanted two days post implant, due to no acceptable capture in any configuration, and high out of range pace impedance measurement greater than 2,000 ohms. A new lead was successfully implanted. No additional adverse patient effects were reported. The lead has been returned and analysis is pending. This report will be updated with pertinent information upon completion of product analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.